Event description:
Reporter is blind and was having issues with her insulin pump as a result of not having proper training how to use it. The insulin pump issues are: communications, the reservoir falls out since the case that holds the pump is not secure enough. Reporter also has issues inserting the sub-q catheter into her abdomen because it is too narrow. Reporter had a flu and ended up in the intensive care unit, also has high blood glucose, multi-organ failure and dehydration. The reporter ended up in the intensive care unit for the second time within a week, this time because of the pump failure. Her blood glucose was about 1100, experienced seizure and she was on life support. Reporter said the tandem customer support people was laughing at her disability and not accommodating her needs. Reporter was very frustrated with the way she was treated by the tandem people and she feels they are not properly trained.

Event description:
Additional information was received from the reporter on 06/22/2018 of report # mw5075029. I presented the fact that I am blind not due to the diabetes rather secondary to the brain injury. The regional trainer refused to talk to me about my health issues and was rather judgemental, the diabetic educator at (B)(6) I found this system I met with (B)(6). I am not able to read any of this information but if you need it I would have to find a sighted person to read it. Not accessable to blind. I was told to find a pump that was accessable to the blind. Not directly available but accu-check was able to use the computer to access information such as bolus. When I change the items explained above blood sugars increase over 400 according to dexcom who sends reports which are much appreciated. Dexcom uses average blood sugars so I expect some differences as I am a long term diabetic but not a problem. Tandem has never made any attempt to communicate with me in a reasonable manner or with any ethical, moral or professional manner. Just repeatedly perpetrated repeated felonies. Their pumps do not pair with the dexcom. The average is 5 percent off, 10 percent to 20 percent way too high and blames dexcom yet dexcom is exactly what my blood draws are as being a long term diabetic one compares all devices to the blood draws in the office or hospital. I am not able to give you these as the dexcom is on my mobile device and tandem is not accessible to the blind so I do not or cannot use their t-connect. I use the already listed meds and alternative meds, I use the following devices dexcom, tandem pump and diabetic shoes and inserts as I have both an amputation of my left big toe and mediotarsal bones so they have to correct those issues and bring my foot to lean toward the big toes because of the spinal cord damage. I have osteoporosis and my left leg is shorter than my right leg and this correction by (B)(6) in (B)(6) is well corrected as well the recent surgery. Listed above other then I use soy milk as (B)(6) clinic told me that helps to control my hormones. Reporter stated that she ended up in the emergency room 3 times, one time because of flu, and 2 times as a result of device malfunctions. Reporter also said the case breaks easily. When she calls tandem to ask for a replacement, she was told to get it on her own because they are not ready to deal with her. Tandem the name of the pump was never given to me or in a readable manner; I had to buy a voice glucometer because I am blind. Tandem they refuse to give me the other companies and they are not accessable except the peelez, they are great. Quantity: have no idea but around 80 units daily. Frequency: 24-7. How was it taken or used: sub q. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: "(B)(6) 2020." Did the problem return if the person started taking or using the product again: yes. Why was the person using the product: to manage and take a life sustaining drug insulin for type 1 and insipid diabetes. Who was using it: the person who had the problem, a health professional.